Manufacturer narrative:
On 3/5/2015 - we were informed the patient is male, (B)(6). The performance of the lead under complaint was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation at approx. 57 cm distal to the is-1 connector pin. The conductor cable to the rv shock coil was found fractured in this area. This fracture can be considered to be the root cause for the high shock impedance measurements. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and a nearby lead or the tricuspid valve should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 5 months after the implantation oversensing with inappropriate shock delivery was observed. Aside from the inappropriate shocks, no adverse patient side effects were reported.